Manufacturer narrative:
Other, other text: customer reported that her device showed no disposable alarm while in use. Tamper seals were intact, device was in good degraded dso sensor, cracked top cover assembly. Unable to duplicate report error. Performed visual inspection of pump, performed nda testing of pump. Unable to determine what caused the problem. Replaced dso sensor.

Event description:
It was reported that her device showed no disposable alarm while in use. No patient injury was reported.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable" alarm during use. No adverse patient effects were reported.